Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. During investigation, a samsung device with android 10/fsll version 2.5.3.6373 (known good libre 2 sensor) was used to successfully replicate the reported high/low glucose alarms. There was no indication of any failure. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A missing high/low alarm issue was reported with the adc freestyle libre 2 sensor. A caller reported the sensor failed to alarm when blood glucose was low and as a result, the customer became hypoglycemic and experienced a loss of consciousness. The customer had contact with a healthcare professional who administered 2 glucagon via IV and 1 glucose serum for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.